Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Method - other, no conclusion can be drawn about the reported incident, since the lead remains implanted, and the chest x-ray mentioned in the description was not provided by the physician.

Event description:
According to the physician, "diagnostics show high lead impedance (7,500) ohms, loss of capture and oversensing. Chest x-ray showed pinching in the lead body at the basal rv level. Max output programming gave consistent capture and the patient has not suffered any adverse symptoms related to this." The subject lead was subsequently capped and replaced.